Event description:
It was reported by the patient that since implant of the device, the patient feels the heart rate beat faster when walking. The patient states this was preventing the patient from exercise. The patient questioned if the pacemaker device could increase the heartrate. The patient was recommended to discuss the symptoms with the patient¿s physician. Follow-up attempts to acquire additional information from the clinic are in progress, but no information has been received at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: (B)(4) implantable pacing lead 2012 (B)(6); (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).